Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported when opening the stem, the stem itself had punctured all the protective wrapping and the plastic container itself. The tip of the stem was found to be protruding out of the cardboard box leaving the stem unsterile. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.